Manufacturer narrative:
A partial lead was returned in pieces measuring 13.8cm and 41cm. Analysis found an area of external insulation abrasion between 11-11.7cm from the connector pin. The lead portions tested normal during electrical testing.

Event description:
It was reported that an increase in capture thresholds were found. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.